Manufacturer narrative:
Patient information was unavailable from the site. Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be operational. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess). It was reported that the system gave and error message #64 when trying to prepare the system for use. It happened 3 times. There was no reported impact to patient outcome and a reported delay of less than one hour.

Manufacturer narrative:
The logs were reviewed. The issue was determined to be caused by a software anomaly. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The computer was returned for analysis. Functional testing found that the computer was fully operational. A software analysis was initiated. The issue was determined to be consistent with a known software anomaly. If information is provided in the future, a supplemental report will be issued.